Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that his insulin pump was not working correctly. Customer stated that the insulin pump was alarming motor error while he was changing his site. Advised customer that the insulin pump will be replaced. Customer hung up before troubleshooting was completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.